Manufacturer narrative:
(B)(4).. Maquet is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100% functional inspection for leakage is performed during production. Maquet (B)(4) has initiated an internal process (B)(4) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that a hls set was connected and primed with ringer, not heparin, on (B)(6) 2014 to be used if an emergency situation warranted its use. The customer reported they usually change out the set every 30 days but mistakenly did not in this case. On (B)(6) 2014, a leak was discovered in the system and prime solution was leaking out of the oxygenator. The device was not used. Ref.: #(B)(4).